Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:00 am CT. The report number is being corrected from: 2134265-2018-64398 to: 2134265-2018-63072.

Event description:
It was reported that stent damage had occurred. The physician was performing a percutaneous transluminal coronary angioplasty of the left anterior descending artery. The physician went to dilate the 75% stenosed, normally calcified and moderately tortuous lesion with the 20 x 2.5 promus premier select drug-eluting stent however, a stent strut was torn. The physician finished the procedure successfully with a different stent and there were no patient issues. P select ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Damage was noted to proximal section and mid-section of the with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had occurred. The physician was performing a percutaneous transluminal coronary angioplasty of the left anterior descending artery. The physician went to dilate the 75% stenosed, normally calcified and moderately tortuous lesion with the 20 x 2.5 promus premier select drug-eluting stent however, a stent strut was torn. The physician finished the procedure successfully with a different stent and there were no patient issues.